Manufacturer narrative:
Additional product code: exd this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a (B)(6) patient required placement of a chait percutaneous cecostomy catheter for a percutaneous cecostomy procedure. The device was used daily to flush the bowel. Four weeks prior to the intended catheter exchange, it was noted there was a rip in the catheter. The device was replaced with a similar device, four weeks sooner than was originally intended. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information, it was reported the catheter tear was located directly at the hub.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. It was reported by (B)(6) of (B)(6) that a chait percutaneous cecostomy catheter (rpn: tdcs-100; lot#: unknown) was torn. The device was placed in a 7-year-old patient on (B)(6)2022 for daily bowel irrigation. The user typically changes this device every 6 months; however, the catheter was changed 4 weeks early because a tear was discovered on 31mar2022. No other adverse events were reported due to this occurrence. Further communication with the customer clarified the tear was located ¿directly at the hub¿. Reviews of quality control and instructions for use (IFU), as well as a visual inspection, of the returned device, were conducted during the investigation. One used device was received. The catheter was torn/partially separated at the hub. Since the device was returned used and damaged, relevant measurements could not be compared to specifications. Thus, the device cannot be determined to be manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A lot number was not provided; therefore, a sales report was performed to ascertain a possible lot number. However, there were too many possible lot numbers, and a review of the device history record (DHR) was unable to be completed. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The most recent instructions for use (IFU) t_tdcs_rev7 supplied with the complaint rpn were reviewed for information related to the reported failure mode. Per the IFU: ¿precautions: ¿ instruct the patient to read and understand the patient guide titled ¿caring for your temporary & chait trapdoor cecostomy catheters¿ prior to initial catheter introduction. ¿ the catheter should be changed every 6 months to reduce the risk of catheter fracture in the patient. ¿ for tract lengths between 6 and 14 cm, see sizing recommendations for appropriate size. If cecostomy tract is greater than 14 cm, a multipurpose drainage catheter should be used. Patient instructions for maintenance of chait trapdoor cecostomy catheter. Note: instruct the patient to read and understand the patient guide titled ¿caring for your temporary & chait trapdoor cecostomy catheters¿ prior to initial catheter introduction. 1. Instruct the patient to access the chait trapdoor cecostomy catheter by inserting the metal cannula tip attached to the clearing connecting tube into the opening of the trapdoor.¿ based on the available information, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.